Manufacturer narrative:
Block d6b: explant date unknown. Approximately several years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 19032696. UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43180. Model: sc-4318. Batch: 18892120. UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator (scs) where removed for unknown reason. The explanted device will not be returned. No further information was obtained.